Event description:
Pt was on ventilator in pressure control mode. Pt was experiencing breathing difficulties and pavulon was administered to control respiratory efforts. Pt was then immediately resuscitated via resuscitation bag. Once the resuscitation began via this mode, the physician experienced difficulty bagging the pt. Endotracheal tube replaced and resumed ventilation of pt with resuscitation bag. Staff then experienced problems with pt becoming hard to ventilate. Staff gave the pt a breath and noted that pt could not exhale past positive end expiratory pressure valve. Staff then gave pt a few breaths with resuscitation bag and then removed resuscitation bag from endotracheal tube to allow for exhalation of air. Resuscitation beg then replaced with new resuscitation bag. After intubation, pt's oxygen saturation decreased. Advanced cardiac life support protocol implemented by staff. Pt went into ventricular tachycardia and v-fibrillation and underwent cardioversion. At this point, pt developed a pulse and arterial blood gases indicated adequate oxygenation. Pt was placed back on ventilator. Chest tube was placed for pneumothorax. Pt expired later that morning.